Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired neurostimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient does not have contraindicating conditions and did not perform excessive twisting, bending, or stretching. However, non-compliance to the IFU was identified as the incision was closed using staples instead of sutures and the patient picked at the wound which caused it to dehisce. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -non-compliance to the IFU as the incision was closed using staples instead of sutures (user error-clinician). -patient non-compliance as the patient picked at the wound which caused it to dehisce (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision site was not closing completely. The incision site was cleaned, washed out, and closed. As of (B)(6) 2025, the incision has healed.